Event description:
It was reported the patient experiences pain at his scs ipg socket site at all times in addition to a burning sensation while charging and as a result is unable to tolerate charging for more than 5 minutes. The patient was advised to ice the site and then attempt charging. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.